Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/28/2017. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent inguinal hernia repair procedure on (B)(6) 2017 and absorbable straps were used. During the procedure, the straps were delivered properly but did not hold and the mesh was not fixed to the wall. A like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly, the staging leaf is observed to be deformed that is why internal cannula components were not sliding properly and consequently the device did not work as intended. No conclusion could be reached as to what may have caused the reported incident.